Manufacturer narrative:
Quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was not returned. The stent was returned in a snare device with a copilot attached to the snare device. There was one bent strut in the fifth row of proximal struts. The seventh and eighth rows of struts were in the loop of the snare device and were bent. There was one flared strut in the first row of distal struts. The stent was crushed 2 mm proximal to the distal end of the stent for a length 8 mm. No other damage to the stent was noted. Due to the extent of the damage to the stent, the outer diameters of the stent could not be measured. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged from the delivery system while advancing through the guiding catheter. Only the stent and competitor's snare device were returned for analysis. Results from quality assurance analysis of the returned mini vision stent noted mechanical damage to the proximal and distal sections of the stent. Potential causes of dislodgement, as observed in the past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Due to the extent of the damage to the stent, the root cause of the dislodgement cannot be determined, as the dislodged stent has been subjected to additional mechanical damage and may not be representative of the original state at the time of dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the mini vision stent delivery system was inserted and inflated at the lesion site. The device was pulled out and postdilatation was to be performed. When the postdilatation catheter was inserted and advanced towards the lesion, it was observed that the stent from the first delivery device was being pushed towards the left main; therefore, the stent was never placed at the lesion site. The stent apparently dislodged from the stent delivery system in the guiding catheter; however, there was no resistance felt at anytime. The dislodged stent was retrieved from the left main with a snare device and the patient is doing well. Only the stent and snare device is being returned, as the stent delivery system was discarded. No additional event or patient information is available.